Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, product type programmer, patient.

Event description:
The patient reported that the implantable neurostimulator (ins) first came loose in (B)(6) 2015. She went through a revision surgery in december and one month later it came loose again. She was in pain because of the device going loose and was on pain pills. She also had trouble sitting because she just had surgery, but was ok. The manufacturer representative (rep) reported that the patient had a revision on (B)(6) 2016 to the pocket in her right buttock due to the ins becoming loose, moving, and flipping. The healthcare provider (hcp) advised the patient that the only way to fix it was to go to the operating room (or) and do a revision of the pocket. The hcp injected local anesthesia, removed the ins, reconstructed the pocket, re-implanted the ins, which was sitting correctly in the pocket, did extensive irrigation, and closed. The patient noted that when it came loose it no longer worked and that the products were faulty. She was upset that she had two surgeries to re-implant the devices and it should have been right in the first place. Every time she had surgery it was a full week to recover from it. It was tremendous trouble and one and a half years ago she had to take off work because of the ins. She was in unnecessary pain and suffering as it should have been fixed after the first time. She stated that no one should have to go through two surgeries in two months because of implantation issues. The patient stated that this impacted her quality of life. The product would not stay in place, stuck out of the body, and hurt like crazy. After the most recent revision the patient programmer was unable to communicate with the ins. The ins function was normal before and after the revision, as it was tested with the clinician programmer, and all settings and impedances were normal. The patient reported that the rep claimed she got it working, but all the patient got was 0.0 volts. The patient stated that the rep never came after surgery to set anything up. However, the rep noted the patient was at 0.0 volts before her surgery and did not see her post-op since nothing changed on the ins. The patient described seeing a finger on the screen as well as a low battery icon for the patient programmer. The patient was told to put new batteries in, but still got 0.0 volts on the remote. She was assisted with the programmer and after turning on stimulation she got an upper limit reached and could not increase stimulation. The patient mentioned that the last time the ins came loose she could not go above 0.0 volts as well and was afraid this was happening again. She was scheduled for some kind of in-patient surgery on (B)(6) 2016. On (B)(6) 2016 the patient reported that she had not received her programmer and was in the hospital. She saw her surgeon on (B)(6) 2016 and was supposed to receive a new programmer four days later. Her antenna was replaced, but the hcp stated her actual programmer was faulty and not the antenna. The programmer did not work and she saw a picture. The patient got a "funny symbol" and was unable to turn on her ins. She was unable to test to see what screen she was getting because her ins had "broken three of its wires and was right under the skin." She stated that her ins was useless and was poking her skin. However, the patient was then assisted and able to sync. She got four bar codes, 0.0 volts, an oval picture with a lightning bolt on the top left hand corner, and the programmer battery lying on its side. The patient was informed this was the normal therapy screen, but she claimed this was not normal. She had tested numerous batteries, confirmed with the hcp, and was told by the hcp that this meant the programmer was defective. She kept saying the programmer was defective and had not been able to turn her ins on due to the programmer being defective, even though she was able to communicate. A hcp then reported the patient was in the hospital to be monitored for chronic seizures and she had not had a bowel movement since the revision. She was complaining of constipation as well. The rep explained to the hcp that the therapy was essentially turned off, at 0.0 volts, after the issues after the revision and was not likely the cause of the issues. The programmer was showing the poor communication screen and was not communicating with the ins, so the hcp wanted to get a rep out. The rep later confirmed with a hcp on (B)(6) 2016 that the patient had her remote and that she could turn if completely off. The patient then did not show up to appointments with her hcp and a rep on (B)(6) 2016 for ins interrogation. The patient's indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.